Event description:
The customer contacted baxter's service center regarding a low drain volume (ldv) alarm which occurred on the home choice (hc) during use during initial drain. The patient had drained 0ml when the alarm occurred, and the last volume infused was 2000ml. The initial drain alarm setting was 1400ml. The patient was not starting therapy empty. There was no fibrin in the lines. The drain did not begin flowing normally when the patient sat up. The technical service representative (tsr) had the caregiver (cg) check the line for air bubbles and the cg stated that there were bubbles in the patient line. The tsr assisted in ending therapy. The tsr advised cg to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(4) 2012. She stated that the patient had not reported this incident to her, but that as far as she knew the patient was doing well and continuing therapy on the homechoice. No adverse effects were reported in relation to this event.

Manufacturer narrative:
(B)(4) . This complaint for a report of a low drain volume was confirmed. The root cause was air in patient line. This issue is being investigated through CAPA. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if any additional information is received.